Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), was found to have weight increased ("I gained 10 pounds") and experienced herpes zoster ("shingles"), fatigue ("fatigue"), asthma ("asthma") and hypertension ("high blood pressure"). At the time of the report, the surgery, weight increased, herpes zoster, fatigue, asthma and hypertension outcome was unknown. The reporter considered asthma, fatigue, herpes zoster, hypertension, surgery and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hypertension, asthma and surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new events - shingles, fatigue and reporter's information were added. On 20-mar-2020: social media report received: additional reporter were added, event- hypertension, asthma ,surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/ 4 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and blood pressure high. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I gained 10 pounds") and experienced herpes zoster ("shingles"), fatigue ("fatigue"), alopecia ("hair falling out") and overweight ("overweight"). At the time of the report, the medical device removal, weight increased, herpes zoster, fatigue, alopecia and overweight outcome was unknown. The reporter considered alopecia, fatigue, herpes zoster, medical device removal, overweight and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event surgery pt was updated to medical device removal and hair falling out added. On 23-mar-2020: social media received. New reporter added. On 23-mar-2020: social media received. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.